Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that none of her buttons were working. The customer also believed she had a button error on her insulin pump. Customer's blood glucose was 172 mg/dl. No additional information provided.